Event description:
Customer's mother reported her daughter had damaged the screen on her insulin pump. The daughter's blood glucose was unknown. The mother stated there was movement across the screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.